Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 309 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer stated that the drive support cap was normal. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided of harm code with the initial report was incorrect. The correct information has been included with this report.

Event description:
Harm code of diabetic ketoacidosis that is 2364 has been changed to hyperglycemia 1905.